Manufacturer narrative:
When this device has been returned and analysis has been completed, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared eri after experiencing one consecutive charge time greater than the extended mid-life eri charge time limit of 28.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 28.9 second extended eri. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device displayed elective replacement indicators (eri) after seventy one months of implant. There was concern that the battery depleted more rapidly than expected. A replacement procedure was performed, this device was removed, replaced and returned for analysis. No adverse patient effects were reported.